Event description:
While device/stimulation was turned on, the pt's stimulation would unexpectedly turn off. The pt had a loss of therapeutic effect. The issue started about a week ago. It was noted that there was no known accident or incident that occurred, that may have contributed to the issue. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u as it becomes available.

Manufacturer narrative:
(B)(4).